Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump did not deliver insulin. Customer was not feeling well. The blood glucose reading at the time of the event was 546 mg/dl. The blood glucose levels would not decrease. Hospital treated with insulin drip. Nothing further reported.